Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a follow up report will be sent.

Event description:
The pt was implanted with an ams monarc sling on (B)(6) 2004 with the intention of treating the pt for stress urinary incontinence. It was reported that after and as a result of the implantation, the pt "suffered serious bodily injuries, including extreme pain, erosion of her internal bodily tissues and other injuries similar." It was also reported that, "as a result of having the medical devices implant," the pt, "has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."